Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked due to loose connection. The patient was connected during an unspecified therapy step. The care giver (cg) stated that the transfer set was not connected all the way. Renal therapy services (rts) stated that the connection point, which had a leak, was between the patient line and transfer set. Rts clarified that the cg did not tighten the connection between the transfer set and the patient line before start of therapy causing the leakage. Rts stated that there was no damage to the transfer set, the supplies, and any of the connections. The cg had reconnected the hp. Rts advised the cg that the supplies were contaminated and they would need to use new supplies and start over the therapy. Rts advised the cg to notify the registered nurse regarding the event. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.